Event description:
During an orthopedic procedure (scope), the vapr that had been working throughout the case suddenly stopped working. The handpiece was replaced with a new one and there were no further issues.